Event description:
Pt enters medical facility to undergo bilateral explantation of current saline-filled silter implants from mentor corp and replacement of a deflated left breast implant and non-deflated right breast implant. There was no trauma to implant per pt.